Event description:
It was reported that the bd alaris secondary set would not let fluid go through the system. The following information was provided by the initial reporter: the secondary tubing set would not let fluid go through the system.

Manufacturer narrative:
The initial reporter also notified the FDA. Medwatch report # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported that the secondary tubing set would not let the fluid go through the system. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model ms3500-15 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris secondary set would not let fluid go through the system. The following information was provided by the initial reporter: the secondary tubing set would not let fluid go through the system.